Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported they experienced low blood glucose level of 40 mg/dl. Customer stated that she came down with the flu 3 days ago and put in a sick basal. The customer had 2 blood glucose under 40 mg/dl. Customer declined troubleshooting. The insulin pump was not returned for analysis.